Event description:
It was reported to nuvectra that during the removal of the trial lead, the lead separated and a portion of the lead remained in the patient. The remaining portion of the lead is scheduled to be removed during permanent implant.